Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie received one (1) iunihg, (certain¿ gold-tite¿ hexed screw) for evaluation. Visual evaluation and a functional test were performed, the screw shows signs of wear/use. Screw engaged thread ring. Unable to confirm loosening with all the available information. DHR review was completed for the subject lot number 1280761. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1280761 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification and patient factors. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided

Event description:
It was reported that the screw loosened and was removed. Tooth location #46.no impact on the patient reported. Procedure was completed.